Manufacturer narrative:
(B)(4) . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the stent came off from the balloon halfway. The stent was then ballooned up and was implanted. The procedure was completed without patient complications. The patient's status was fine and was discharged the next day.